Manufacturer narrative:
Product analysis: the stylus was not functioning, and was replaced. The storage bay door was damaged, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance, and subsequently tested out-of-specification. There was no patient involvement.